Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had bad connection in the cable. The issue was found during service and maintenance. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in cable unit, noise occurred, no image was displayed, and water tightness was lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause to the customer allegation could not be established and the most probable root cause to disconnection in cable unit, noise occurred, no image was displayed, and water tightness was lost was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.